Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to d4 catalogue # d4 lot# and UDI#. D4: the correct catalogue # is d2c4009k, previously submitted as d2c4063k. D4: the correct lot# is 20g022, previously submitted as 19k034. D4: the correct UDI# is (B)(4), previously submitted as (B)(4). H4: the lot was manufactured from july 27, 2020 - july 28, 2020. H10: the device was received containing 139 ml residual fluid in the bladder. Visual inspection performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) ¿did not run¿ and therefore, could not be used. This was identified prior to use. There was no patient involvement. No additional information is available.